Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. Water tightness was not maintained due to holes in the forceps channel due to external factors. The amount of air and water supply was insufficient due to the clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). The drainage function was impaired due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). Dirt was difficult to remove from the air supply / water supply cylinder due to handling. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion part cover tube due to external factors. The bending section cover adhesive was missing. The up/down knob was difficult to remove due to handling (insufficient cleaning). There were scratches on the operation part side of the universal cord due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The distributor reported on behalf of the customer, the evis lucera elite colonovideoscope had a pinhole (air/water leakage). Additionally, nozzle clogging had frequently occurred at the facility. The number of occurrences at the facility was unknown. No additional information was provided. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·peripheral devices used in combination with the scope may have been the source of the issue. A definitive root cause cannot be identified. This issue is covered in the instructions for use: "warnings and cautions", "3.5 inspection of ancillary equipment and connection of the endoscope", and "4.2 using endotherapy accessories" olympus will continue to monitor the field performance of this device.